Event description:
Reporter alleged the test strip expiration date was a usable one, however, the manufacturer's inventory system indicated the strips were expired. It was stated the customer stated the expiration date on the test strips was 09/30/2006, while the inventory system indicated the expiration date was 09/30/2004. Reporter indicated going to the hospital due to higher readings, and doctor placed her on insulin as a result. No medical treatment received reportedly. A request was made for the return of the suspect device, and replacement product was sent.